Event description:
It was reported that insulin leaked from the reservoir into the reservoir compartment of the insulin pump. It was stated that the customer completely pulled off the plunger from the reservoir, then inserted it into the insulin pump.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.